Event description:
It was reported the sys would intermittently lock up, with x-ray indicators showing x-rays were produced, but no image on monitors. No pt injury reported.

Manufacturer narrative:
Ge rep evaluated sys and found problem to be loose connections in the power plug. Ge rep repaired power cord, performed operational tests, found sys to be operating as intended.